Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported left side "ruptured implant found in surgery." Device explanted.

Manufacturer narrative:
Device exchange: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: creases were observed. Stress marks observed.

Event description:
Healthcare professional reported left side "ruptured implant found in surgery." Device explanted.